Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent total knee replacement on an unknown date. Subsequently, a revision was performed on (B)(6) 2014 due to infection of the peripherally inserted central catheter. During the revision, which was on the right side, all components were removed and replaced with cement spacers. It was further reported that a second revision was performed on (B)(6) 2014 to remove the cement spacers and the patient was reimplanted.